Event description:
It was reported that ventilation stopped and the screen switched off. There was a temporary bradycardia and a decrease of saturation. It was reported that there were no consequences for the patient.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.